Manufacturer narrative:
Four out of the reported eleven malfunctions provided lot numbers, therefore, lot history reviews were performed. None of the samples were returned for evaluation, however, medical records were provided for all of the malfunctions. The investigations are confirmed for perforation. The definitive root causes could not be determined. The devices are labeled for single use. (Corporate lot: gfwk2841, unknown).

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicates that model md800j vena cava filter allegedly experienced perforation. The information was received from various sources. All malfunctions involved a patient with no reported patient injury. Ten of the patients' ages ranged from 36 - 89 years of age, with six of them being male and four being female. The remaining patients age and gender as well as all patients weights were not provided.